Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon ruptured. The device was removed successfully from the patient and the procedure was completed without any patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon ruptured. The device was removed successfully from the patient and the procedure was completed without any patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 2.00mm x 12mm was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft. It was noted the shaft polymer extrusion was torn 8mm in length at 40mm from the bumper tip. A detailed microscopic examination of the balloon material identified no pinholes or tears, and tip showed no signs of tip damage. No other device issues were identified during returned product analysis.